Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 300-400 (mg/dl) for 3 days. Customer administered correction boluses and insulin injections to treat their bg levels. Customer indicated that they will contact their health care provider to discuss diabetes management.